Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: symptomatic uterine fibroids, menometrorrhagia, anemia, and mixed urinary incontinence. Procedure (s) performed: total abdominal hysterectomy with bilateral salpingo-oophorectomy, surgipro prolene mesh placement, transvaginal tape operation with cystoscopy. Findings: right fascial defect, 12 x 14 week size uterus with 4 cm posterior fibroid, normal tubes and ovaries bilaterally. Bilateral ureteral orifices noted to be patent. No mesh was noted in the bladder. Complications post surgipro implantation: per medical review form, injury details: pain in lower stomach, infections, painful intercourse, white bumps after sex, infection on penis of her husband.